Event description:
On (B)(6) 2013, patient reported experiencing elevated blood glucose levels on friday that caused him to go to the hospital. Patient stated the issue started at about 6 am on (B)(6) 2013. Patient reported he attempted bolusing and changing out his infusion set site but his blood glucose level would not go back to normal. Patient stated his blood glucose level got as high as 600 mg/dl. Patient's normal blood glucose range is around 100 mg/dl. Patient reported that about 3:30 pm on friday, he was taken to the ER and admitted to the hospital. Patient stated the hospital removed his infusion device and gave him an IV of insulin to treat his blood glucose. Patient reported when his blood glucose came back down they continued treatment with insulin. Patient stated the doctor stated he had a heart condition which caused his elevated blood glucose level. Patient had bypass surgery a few years ago. Patient reported he was released on sunday (B)(6) 2013. Patient stated once he was released from the hospital, he went straight onto his backup infusion device; his blood glucose has remained normal while on the backup infusion device. Patient reported that on the date of the episode, he had changed the cannula and his blood glucose level still had not gone down. Advised patient to go back on his main infusion device with the same accessories. On follow up on (B)(6) 2013 patient reported his blood glucose level remained normal. Patient stated he believes it was his heart condition that caused his elevated blood glucose levels. No product return was requested.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. No product returned.